Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously high ammonia (amm) result generated by the unicel® dxc 600 pro synchron® chemistry analyzer. An amm result of 782ug/dl was reported and was questioned by the physician. The sample was repeated and gave a result of 180ug/dl. The original result was corrected. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Prior to the event, qc was within the lab's established ranges.customer ran pvt studies and the sample carryover test failed. Customer replaced the cartridge chemistry sample probe which resolved the problem.due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.